Event description:
It was reported that the lead exhibibted high pacing thresholds of 6 v at 1 ms. During the repositioning procedure the front seal was found to be missing, so the lead was replaced.

Manufacturer narrative:
Final analysis found the device exhibited normal electrical characteristics. The front seal was missing, however, there was residual adhesive on the connector pin assembly, indicating that the seal had been bonded. The connector pin assembly was damaged. As the front seal was not received, the reason it came loose and the cause of insertion problems could not be established.